Event description:
Procedure: lap colon. Patient sex: unk. Reportedly, the surgeon could not remove the surgical instrument through the cannula. The surgeon had to remove it from the body cavity together with the cannula. There was no injury to the patient reported.